Event description:
It was reported that the patient's "wires" were frayed out and got replaced. According to the patient's healthcare provider (hcp), the reason why the leads frayed was because of "movement". No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID, 3998 lot# v006888, implanted: 2007 (B)(6), explanted: 2011 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 37742 lot# serial# (B)(4), product type programmer, patient product ID, 3708260 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2011 (B)(6), product type extension. (B)(4).